Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular lead. Detections on the device were disabled and the lead remains in use. No further patient complications have been reported as a result of this event.